Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a catheter became stuck onto a guide wire. The 70% stenosed target lesion was located in a calcified and moderately tortuous left external iliac artery. The 6x36 x75/ iliac 6f unistep plus wallstent was advanced to the target lesion and deployed. While removing the wallstent delivery system the catheter became stuck to a guide wire of another manufacturer. The catheter and guide wire were removed as one unit without resistance. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event 18 years or older. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).